Manufacturer narrative:
A user facility reported that while using the medivators hph hemocor junior filter, a pediatric patient lost approximately 20 ml of blood. Due to the size of the patient, an erythrocyte transfusion was performed. No additional patient consequences, including serious injury or deterioration of health were reported. A follow-up MDR will be filed should additional information become available. A complaint review determined this to be an isolated event. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
A medivators distributor of blood filters, reported that a filter leak occurred during use which resulted in approximately 20ml of patient blood loss. As the patient was pediatric, an erythrocyte transfusion was performed. No further medical intervention or adverse effect was reported.